Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a broken desktop charger (dtc) pin since sunday or monday. The patient had a headache because they could not charge their ins due to their damaged desktop charger.  Patient was unaware that they could use their recharger to charge their ins without the recharger plugged into the ac power supply; the patient verified they were able to start charging their ins because their recharger was charged. It was also noted the patient had a damaged belt since probably 2020. They would lie on their bed to charge without a belt. A new desktop charger and belt was requested. Additional information was received from the patient. Patient called stated he received the cord but the recharger is still not charging. Patient stated he does not have the equipment with him to troubleshoot. Pt was recommended to call back with the equipment to troubleshoot. Pt called back with their equipment and stated they just received a new dtc and their recharger (insr) still won't charge. Pt stated the insr will not power on at all now. Pt also commented that they are in misery without being able to use their therapy. A replacement insr was sent to the patient. It was noted the replacement dtc was sent back.

Manufacturer narrative:
Continuation of d10: product ID: 97754, lot# serial#: (B)(6), product type: recharger, product ID: 37761 lot# serial#: (B)(6), product type: recharger, product ID :37761 lot# serial#: (B)(6), product type: recharger, product ID: 37761, lot# serial#: (B)(6), product type: recharger, product ID: pnma01411a004 lot# serial#: unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 37761, serial/lot #: (B)(6) ; product ID: 37761, serial/lot #: (B)(6). H3: analysis of the recharger (serial# (B)(6)) found no anomalies. Analysis of the desktop charger (serial# (B)(6)) found broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.